Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a no external power event on (B)(6) 2019. Patient was orthostatic in clinic. Log file analysis revealed that the device was operating as intended. Patient did not recall disconnecting both leads at the same time or recall power cord coming loose from wall outlet or mpu (mobile power unit). The patient did not recall a power outage at any time. Customer service is sending an mpu locking power cord for the patient.

Manufacturer narrative:
Section d4, g2, and h4: additional information. Section h1, h5, and h8: correction. Manufacturer's investigation conclusion: the reported event of a no external power alarm on (B)(6) 2019 was not able to be determined. A log file provided by the customer was reviewed. The log file contained events recorded from (B)(6) to (B)(6) 2019. The log file did not contain any data from the reported event date ((B)(6) 2019). There was no product returned for evaluation and according to the additional information the mpu cable was exchanged and the mpu will not be returned. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. To resolve alarm: 1. Immediately connect the system controller power cables to a working power source (functioning power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii lvas IFU and heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.